Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date of manufacture is unknown. The date listed is the date when abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported experiencing an allergic reaction after 1 day of wearing an adc freestyle libre sensor. Customer experienced itching and redness and had contact with a healthcare professional who prescribed "slixovape" cortisone cream for treatment. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The reported complaint is related to skin irritation or an allergic reaction to the patch adhesive of the freestyle libre sensor. Dose audit and environmental monitoring reports were reviewed for issues relating to sterility of the product. The sensor component has no impact on product sterility and therefore, sensor components dhrs were not reviewed. Sensor kit dhrs have been reviewed to assess the manufacturing process, which includes the application of the adhesive to the puck. A DHR (device history review) for the freestyle libre sensor kit was reviewed and the DHR showed the freestyle libre sensor kit passed all tests prior to release. Dose audit reports were reviewed and demonstrates the continued effectiveness of the established sterilization process for libre sensor kits. Environmental monitoring reports were reviewed, including bioburden and endotoxin testing, and demonstrated that all monitoring processes continue to meet adc minimum requirements for product quality. The dose audit report covers the required time period. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
Customer reported experiencing an allergic reaction after 1 day of wearing an adc freestyle libre sensor. Customer experienced itching and redness and had contact with a healthcare professional who prescribed "slixovape" cortisone cream for treatment. There was no report of death or permanent injury associated with this event.